Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance several times once they started on the insulin pump, with unknown blood glucose levels at the time of the incidents. The customer used manual injections to treat when the pump was not being used. The customer experienced symptoms such as going comatose. The customer was most likely wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer has a skinny body type and was having issues with sensors and the pump. The insulin pump will not be returned for analysis.